Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/20/2020. Additional h3 device evaluation summary: four photos were provided for analysis. Upon visual inspection of the pictures, one open box and one breakage needle of product code vcp341, lot mmbbpbr0 were observed; however, the failure mode could not be determined. No conclusion could be reach on how this happen as the sample was not returned for analysis. The following information was requested, but unavailable: how was the broken needle retrieved from the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? When did the event occurred? Initial procedure date? What is the patient's current status?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4); number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the broken needle retrieved from the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? When did the event occurred? Initial procedure date? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle broke during closure of the fascia. The procedure was extended 30 minutes. The procedure was completed with a like device. There were no adverse patient consequences reported.